Event description:
It has been reported to us that the wire lumen of the aspiration catheter became torn during the procedure. The physician inserted the guide wire into the patient and advanced the aspiration catheter forward into the vessel. The physician moved the aspiration catheter back and forth many times into the lesion. The physician attempted to remove the aspiration catheter from the patient, however, felt resistance. The physician was able to finally remove the aspiration catheter and noticed that the wire lumen had become torn away from the aspiration catheter shaft. The patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.